Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation , this patient reports that his knee implant is loose and will need a revision. It is unknown when the tka took place, or which device was implanted. To date, the requested surgical report and x-rays have not been provided. Therefore, the patient impact beyond the reported loose implant cannot be determined. Due to insufficient information, a clinical assessment is not able to be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient states that he has an unknown femoral implant that is loose. Therefore, a revision surgery is necessary. No harm or injury reported on patient.